Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from august 4, 2020 - august 5, 2020. H10: the actual device was received for evaluation. The sample was returned to the plant, containing 100 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye, which did not identify any abnormalities, that could have contributed to the reported condition. A functional flow rate test was performed, and found to be within the product specification range. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused after use of the device. The reporter stated that more than 10% of the solution remained in the device. The device had been filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.